Event description:
It has been reported to co that during the procedure the gasket of this device dislodged. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.